Manufacturer narrative:
The device was evaluated by resmed (B)(4) technical service center. The eval determined that the device failure was due to water damage in the pneumatic block and oxygen sensor. (B)(4).

Event description:
(B)(4).